Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3 to 4mm. After the release, the valve popped due to a patient's anatomy. The device was repositioned and pulled into the ascending aorta using a non-abbott snare. A 25mm, navitor vision valve was selected for implant using a small flexnav ds. The valve was implanted at a depth of 4mm and noted to be under expanded so a post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and it was extended to another 25 minutes however, there was no clinically significant delay reported. The implanter believes the cause of migration due to the narrow left ventricular outflow tract (lvot) or septal bulge. No adverse health consequence was reported. The patient was in a stable condition and subsequently discharged.